Event description:
It was reported that during a diagnostic procedure of the superficial femoral artery, the foxcross balloon dilatation catheter (bdc) was inflated and deflated one time at 14 atmosphere (atm). The physician attempted to reuse the bdc, but met resistance when attempting to push it through the sheath while in the anatomy. It was noted that there was some resistance during removal of the device from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the sheath and balloon fold issue were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.